Event description:
Reporter idicated that pt was seen for neurosurgical consult regarding battery replacement, but was referred to their original neurosurgeon due to suspectecd lead malfunction. Further follow-up revealed that the pt experienced facial pain with stimulation during device diagnostic testing. It was also reported that the pt had experienced an increase in seizures. Investigation to date has been unable to determine the nature of the suspected lead malfunction and whether or not the increase in seizures is above pre-vns baseline frequency.